Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during an orthopedic procedure the cautery blade caught fire for about 10 seconds before it was extinguished. The physician was able to extinguish the fire without further issues and no injuries occurred. The distributor filed a medwatch report for this incident. The reference number is (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found the electrode tip was charred. No damage to the pencil was noted. Testing found the pencil to function normally. The instructions for use warns that the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions when using with flammable substances. The IFU also states tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material.